Event description:
The reporter contacted animas on (B)(6) 2015 alleging a display (damaged) issue; scratched lens. Animas made several attempts to follow up with the reporter to conduct troubleshooting on the pump, but was unsuccessful. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.